Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' valve was explanted after an implant duration of approximately 5 months, due to severe endocarditis ( osteomyelitis & staph epidermidis) with aortic root abscess, and total destruction of the aortic root. Operative report indicates, "the patient's annulus was completely gone. We had to reconstruct it. The valve was almost not even attached. We took the valve out, had to cut about two sutures, that was about it. There was no annulus, it was a defect of about 2 cm circumferentially".

Manufacturer narrative:
(B)(4). Methods: device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device was traced to its sterility lot, and the complaint database indicates no related reports received on any devices processed under the same sterility lot. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The hospital indicated that the subject device is not available for return and evaluation. The investigation reveals nothing to indicate a device quality deficiency related to this event.